Event description:
Since the ptfe pad was separated during a procedure, the first device was replaced with second device. When the physician used the second device, the ptfe pad fell off inside the pt. The fragment of the pad was retrieved. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the part of the ptfe pad of the first device partially separated. There was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output w/o grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed w/o contacting tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is one of two reports. Cross reference MFR. Report number 8010047-2013-00763.